Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record could not be performed as the batch number is unk. As the batch number is unk, it is not possible to determine if any additional compliants have been received for this particular batch of devices.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawl difficulty occurred. The 80% stenosed lesion was located in the mildly tortuous proximal cx artery. The lesion was predilated with a 2.5x20mm maverick balloon inflated to 14 atm's. The physician inserted a taxus express2 3.5x20mm drug eluting stent to the target area and deployed the stent at 18 atm's. The balloon inflated without difficulty. Deflation difficulty was reported. The balloon was described as "sticky" and when the physician removed the stent delivery system a proximal portion of plaque was "raised". The procedure was completed with this device. No patient complications occurred.